Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and the fill port cap was missing from the device. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap for a large volume intermate was missing. This was observed when filling the pump in the laminar air flow bench prior to patient use. There was no patient involvement. No additional information is available.